Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was fractured approximately 91.0 cm from the hub; the ace64 was kinked approximately 25.0, 40.0, and 66.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the ace64 was kinked in multiple locations along the catheter shaft, and fractured on the distal shaft. These types of damage typically occur due to improper handling during preparation. If the ace64 is manipulated at extreme angles with excessive force, these types of damage may occur. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the shaft of the penumbra system ace 64 reperfusion catheter (ace 64) was damaged upon removal from its packaging. The damaged ace 64 was found prior to use and was not used for the procedure. The procedure was completed using a new ace 64.